Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, post double trans-septal access using the rhythmia mapping system, the intellamap orion mapping catheter and an intellanav mifi open-irrigated (oi) catheter, hypotension was observed (systolic 100) but appeared stable. Heparin was given to the patient and mapping continued. The left inferior pulmonary vein (lipv), left superior pulmonary vein (lspv) and left atrial appendage (laa) were mapped using orion mapping catheter. The right pulmonary veins (rpvs) were mwere difficult to get to for mapping. The mifi oi catheter was removed from trans-septal sheath and orion was introduced to sheath with the hopes of having a different approach to the rpvs. The left atrium (la) was again entered with the orion and hypotension was greater, but still stable (around 90 systolic). It was noted that no intracardiac signals were present after the orion was reintroduced. The orion was observed to be in more anterior position then expected with no signals recorded. Multiple blood pressures were run, but were unreadable at this time. The patient was under conscious sedation. Intracardiac echocardiogram (ice) was used to image for cardiac motion and it was noted that patient had no systolic function. No effusion was noted and a code was called. Cardiopulmonary resuscitation (CPR) and other life saving measures were taken. However, the patient passed away on the table despite all life saving efforts. The official cause of death has not been provided. The devices are not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, post double trans-septal access using the arrhythmia mapping system, the intellamap orion mapping catheter and an intellanav mifi open-irrigated (oi) catheter, hypotension was observed (systolic 100) but appeared stable. Heparin was given to the patient and mapping continued. The left inferior pulmonary vein (lipv), left superior pulmonary vein (lspv) and left atrial appendage (laa) were mapped using orion mapping catheter. The right pulmonary veins (rpvs) were mwere difficult to get to for mapping. The mifi oi catheter was removed from trans-septal sheath and orion was introduced to sheath with the hopes of having a different approach to the rpvs. The left atrium (la) was again entered with the orion and hypotension was greater, but still stable (around 90 systolic). It was noted that no intracardiac signals were present after the orion was reintroduced. The orion was observed to be in more anterior position then expected with no signals recorded. Multiple blood pressures were run, but were unreadable at this time. The patient was under conscious sedation. Intracardiac echocardiogram (ice) was used to image for cardiac motion and it was noted that patient had no systolic function. No effusion was noted and a code was called. Cardiopulmonary resuscitation (CPR) and other life saving measures were taken. However, the patient passed away on the table despite all life saving efforts. The official cause of death has not been provided. The devices are not expected to be returned. It was further reported that the type of ablation procedure was being performed was a redo pulmonary vein isolation (pvi) to treat atrial fibrillation. No information has been provided regarding an autopsy being performed or the cause of death. There were no specific allegations against our products. The physician had "nothing formal" to note what they felt the cause of the cardiac arrest was.

Event description:
It was reported that during an ablation procedure, post double trans-septal access using the rhythmia mapping system, the intellamap orion mapping catheter and an intellanav mifi open-irrigated (oi) catheter, hypotension was observed (systolic 100) but appeared stable. Heparin was given to the patient and mapping continued. The left inferior pulmonary vein (lipv), left superior pulmonary vein (lspv) and left atrial appendage (laa) were mapped using orion mapping catheter. The right pulmonary veins (rpvs) were difficult to get to for mapping. The mifi oi catheter was removed from trans-septal sheath and orion was introduced to sheath with the hopes of having a different approach to the rpvs. The left atrium (la) was again entered with the orion and hypotension was greater, but still stable (around 90 systolic). It was noted that no intracardiac signals were present after the orion was reintroduced. The orion was observed to be in more anterior position then expected with no signals recorded. Multiple blood pressures were run, but were unreadable at this time. The patient was under conscious sedation. Intracardiac echocardiogram (ice) was used to image for cardiac motion and it was noted that patient had no systolic function. No effusion was noted and a code was called. Cardiopulmonary resuscitation (CPR) and other life saving measures were taken. However, the patient passed away on the table despite all life saving efforts. The official cause of death has not been provided. The devices are not expected to be returned. It was further reported that the type of ablation procedure was being performed was a redo pulmonary vein isolation (pvi) to treat atrial fibrillation. No information has been provided regarding an autopsy being performed or the cause of death. There were no specific allegations against our products. The physician had "nothing formal" to note what they felt the cause of the cardiac arrest was. It was further reported that the intellanav mifi was placed in the rpvs following transseptal access to the left atrium, as to avoid interaction with the intellamap orion, as the intellamap orion catheter was traversed in the left atrium to acquire electroanatomic data. Upon completion of data acquisition for the left side of the left atrium (i.e. Lpvs and laa), data acquisition was attempted for the right side of the left atrium (i.e. Rpvs). It proved difficult to access the rpvs with the intellamap orion at this point. In an attempt to improve access, the intellamap orion was removed from the left atrium, as was the intellanav mifi and the intellamap orion was reintroduced to the left atrium via the sheath that the intellanav mifi had been in. The purpose of this was to improve access to the rpvs. It was noted that no intracardiac signals were present after the intellamap orion mapping catheter was reintroduced. The intellamap orion mapping catheter was observed to be in a more anterior position than expected with no signals recorded. Reintroducing the intellamap orion in to the left atrium via the sheath that had previously been used with the intellanav mifi was intended to allow a more favorable approach for the intellamap orion to the rpvs. However, once the intellamap orion excited the transseptal sheath it was noted to be in a more anterior position than expected (relative to the previously collected electroanatomic data, i.e. Lpvs and laa), with no evidence of electrical recordings. Therefore, there is no assumption the intellamap orion catheter was in the rpvs at that point.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.